Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zkb00, was performed on a patient due to mechanical complications, inappropriate iol power. It was later clarified as post-op defractive or refractive error. No vitrectomy or incision enlargement was performed. There was no patient injury reported. The replacement lens was another zkb00 of a lower diopter (20.0). The patient is doing well. No further information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation and the lens was returned damage, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within power specification. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The dfu contains a specific section on lens power calculations and precautions with respect to refraction measurements. All pertinent information available to abbott medical optics has been submitted.